Event description:
When the reporter used the suspect device four horizontal lines appeared on the display screen after applying blood. He also said he was receiving high results. The device was replaced and requested to be returned for evaluation.